Event description:
The user facility reported an obstruction in the reliance vision single-chamber washer disinfector which caused a rack to jam in the washer door. An employee attempted to manually adjust an instrument on the rack to clear the obstruction. When the obstruction was cleared from the door the washer's door quickly closed and contacted the employee's hand. The employee went to the ER and was administered medical treatment and missed a few days of work as a result of the injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the washer. The technician inspected the washer, found no issue with the function of the unit or its door obstruction safety mechanism on the load and unload sides. There were no repairs/adjustments required, the unit was tested, confirmed to be operating according to specification, and returned to service. Additionally, the door obstruction detection assemblies were tested during the last preventive maintenance 9/14/2022, and they were found to conform to specifications. The reported event is attributed to user error as the employee should not have stuck their hand in the washer as the door was closing. The reliance vision single chamber washer operator manual (pg. 1-1) states, "warning - personal injury and/or equipment damage hazard: if an obstruction is present in the chamber door, obstruction sensor will detect obstruction and door will not close. Wait until water flow has stopped before removing an obstruction." The operator manual further states, "warning personal injury hazard risk of pinch point between door and upper panel. Do not push on top portion of doors; do not push on door when door is rising; do not push on door when door is jammed." The service technician counseled o the user facility personnel on safe operating protocols of the reliance vision single chamber washer. No additional issues have been reported.